Manufacturer narrative:
The main component of the system, other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was implanted with the right deep brain stimulation (dbs) system in 2002 and the left dbs system in 2009. In 2010, the leads became infected and the left leads moved. No patient information was reported.